Event description:
The customer requested instructions regarding reducing interference for patient samples with high bilirubin and lipid content when tested on the cell-dyn sapphire analyzer. The customer stated that a patient sample with a high bilirubin value and a large quantity of visible white lipid material produced a falsely elevated hemoglobin result of 10.6 g/dl on the cell-dyn sapphire analyzer. The result was questioned because it did not match the patient's hemoglobin result of approximately 5 g/dl per blood gas analysis. The result was not reported out of the laboratory. Multiple parameters were flagged by the cell-dyn sapphire indicating that results required verification. The customer stated they understood that interference in the sample caused the hemoglobin result to be falsely elevated, but wanted to know if there was any way to reduce the interference for future samples such as this. Guidance was provided to the customer regarding reducing interference including diluting the sample and removing any white particulate matter present.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).